Event description:
--

Event description:
Boston scientific received information that the patient implanted with this pulse generator (pg) underwent a surgical procedure for artificial knee replacement. During recovery, post-operatively, the patient choked on a piece of food and became unresponsive. During this time, the patient appeared to be in an atrial arrhythmia with ventricular pacing that did not capture pacing thresholds. A questionable ventricular tachycardia (vt) was also reported, with subsequently cardiac arrest. A code was called and the patient was successfully revived. The physician will consider the need for an implantable cardioverter defibrillator (ICD). Subsequently, this pg was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. The device functioned within electrical specifications during detailed analysis. Memory suggests the device delivered therapy as programmed during the implant period. Based on the available information, the device has normal battery depletion to date.

Manufacturer narrative:
Upon analysis, this event will be updated.